Event description:
It was reported to philips that the system does not power on. The device was not in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system does not power on. Upon troubleshooting, the philips remote service engineer (rse) was informed by the customer that no lights showing when the power button was pressed and confirmed that no e-stop or shunt trip appeared to be pressed, and all visible breakers appeared to be on. The philips field service engineer (fse) went onsite to examine the system and found that no power is being supplied to the system and a tripped breaker was found in the power transfer switch cabinet. To resolve the issue, fse reset the breaker. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.